Event description:
High rv coil impedance, suspected fracture. Rv lead capped and replaced on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).